Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringes with bd ultra-fine¿ needles are not drawing medication. "There was no insulin flow and no suction/resistance when pulling back the plunger."

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8015999. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200742848, 200740241] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) and plunger difficult to move on lot # 8015999. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd insulin syringes with bd ultra-fine needles are not drawing medication. "There was no insulin flow and no suction/resistance when pulling back the plunger."

Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 8015999. Customer states that the syringe is not drawing medication and there was no suction/resistance like she normally feels when pulling back on plunger. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 8015999. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200742848, 200740241] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin syringes with bd ultra-fine¿ needles are not drawing medication. "There was no insulin flow and no suction/resistance when pulling back the plunger."